Manufacturer narrative:
Block b3: exact date unknown, event occurred (B)(6) 2023.

Event description:
It was reported that the patient underwent a lead replacement procedure due to lead migration. The patient was doing well postoperatively and the explanted lead was discarded by the medical facility.